Event description:
It was reported that while getting the epg (external pulse generator) readied for use on a patient, it failed the self-test and shut off. Another epg was not attempted, due to the patient's condition. Clinical engineering could not duplicate the issue. The epg was returned for testing and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Lower case is broken. Side bail covers are contaminated. Ring cover is broken. Keyboard is scratched.